Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump was received with a critical pump error (open book image). Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests due to the critical pump error (open book image). Attempt to upload using thump was successful. The adapt tool confirms that pump error 35 occurred @ 07/21/25 01:03:02; multiple pump error 130s occurred on 07/20/25 from 20:33:44 to 23:47:39; pump error 43 occurred @ 07/21/25 01:01:03. The case was cut open. There is corrosion in/around the following: pcba1--j7, j6; home motor switch, force sensor flex cable terminal. In summary, the customer¿s report of a critical pump error 35 and pump error 130s both were confirmed during testing. The critical pump error (open book image) and the pump error 35 are due to moisture damage. The pump error 130s and 43s are due to a corroded home motor switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported the pump error 35 (a broken force sensor was detected during seating or regular delivery.), pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement.), and exposed to moisture, reservoir barrel cracked, insulin was leaking from reservoir. The customer reported a blood glucose value of 218 mg/dl, and was treated with an insulin pump. The event involved product(s) mmt-397a, mmt-7040a, mmt-332a, mmt-1884. Troubleshooting was performed. The customer was able to clear the alarm and rewind the pump, and displacement test passed. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-397a, mmt-7040a, mmt-332a. Mmt-1884 was requested and customer response was the device will be returned.